Event description:
Co shipped a lens implant for a cataract procedure that was different than what was ordered, due to the similarity of part numbers. The or personnel and surgeon did not notice the mistake and the wrong lens was implanted. The pt had to return to surgery for reimplantation of the correct lens. P/n p366uv 17.0 was ordered. P/n p336uv 17.0 was shipped. The implant was packaged and labeled correctly however the similarity in part numbers for different lenses may have contributed to the incident.